Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the pusher kinked at the distal section and the implant not attached. The implant was returned stretched, damaged, deformed, and separated from the pusher. The pusher heater coil showed no signs of activation using a detachment controller. The monofilament was found to experience a tensile break based on the profile of the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return, but has not yet been received by the manufacturer; therefore, the product analysis could not be performed and the alleged product issue cannot be verified. If additional new information is received, microvention inc. Will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as a potential complications associated with use of the device.

Event description:
It was reported that the coil detached prematurely in the microcatheter. The physician removed the coil and replaced it with a new coil to successfully complete the procedure. The patient is fine.